Event description:
It was reported that there was unstable thresholds with no capture at maximum output. It was also noted that there was high impedance and a lead fracture was suspected. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).